Event description:
Customer observed a (B)(6) result when compared to repeat testing of the primary sample and a new draw from the same patient. There are no reports that treatment was altered or prescribed based on the discordant results. There are no reports of adverse health consequences based on the discordant advia centaur (B)(6) results.

Manufacturer narrative:
The cause of the discordant, non-reproducible, (B)(6) result is unknown. Subsequent testing results of the primary tube and a new sample drawn from the same patient were (B)(6). The issue appears to be specific to the sample. A siemens field service engineer performed a total service call and verified reagent probe 3 calibrations. The system is performing within specification. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."